Event description:
The customer reported that during setup the machine alarmed "air in blood" but the blood pump continued to rotate. Facility's tech was able to stop the blood pump by opening the blood pump door. The alarm was cleared and the setup was completed. Within three minutes of initiating treatment the machine alarmed "air in blood" and with this "air in blood" alarm the blood pump stopped. No air was observed in the venous line. The alarm was cleared by immediately recurred.